Manufacturer narrative:
Zoll united kingdom evaluated the device and the device performed to specification. A review of the device log indicates the customer had the device connected to an AED simulator while the device was doing a daily self-test/beep start. To resolve the issue the AED should be disconnected from the AED simulator. The device passed all functional testing without duplicating the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.